Manufacturer narrative:
The customer's meter was evaluated. It was discovered the meter date had been changed to an earlier date when customer ran his blood tests, then changed to the correct date. The results were not missing from the memory, but just logged on the wrong dates.

Event description:
Hospital personnel from (B)(6) called stating the patient alleged that his contour next usb meter did not store his blood glucose readings in memory. The meter was replaced and is expected to be returned for evaluation.there was no allegation of an adverse event.

Manufacturer narrative:
Model# was not provided.in some countries outside the us, customer information is not provided due to privacy laws. Initial reporter phone number was not provided.